Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: a review of the black box showed frequent low battery warnings and replace battery alarms. The pump electrical current draws were tested and were within specifications. The battery compartment was cracked below and above the grip pad. The battery compartment had a leak with evidence of moisture corrosion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.